Manufacturer narrative:
The customer reported that their central nurse station (cns) is experiencing communication loss with multiple telemetry devices. Nk ts assisted the customer in troubleshooting and had them replace the media converters for the rns and org which restored network communication. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Additional model information: multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters - model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni unique identifier (UDI) #: ni. Multiple orgs were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: orgs - model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni unique identifier (UDI) #: ni. Multiple rnss were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: rnss - model: ni s/n: ni approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse station (cns) is experiencing communication loss with multiple telemetry devices.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer at (B)(6) reported the following issue with a/rns-9703-024; sn-(B)(6), from patient monitoring: communication loss on multiple telemetry devices on all affected rnss/cnss (pu-621ra sn: (B)(6) ). Investigation summary: the root cause of the issue was determined to be defective media converters for the respective devices experiencing communication loss.the overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process, because the cause of the malfunction was hospital infrastructure related and not nk device performance deviation.

Event description:
The customer reported that their central nurse station (cns) is experiencing communication loss with multiple telemetry devices.